Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing clonidine, bupivacaine, and morphine via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was originally performing a pocket revision as the patient lost significant body weight and the pump was moving. The plan was to suture pump the down but once they opened the pocket they noticed an abscess and discolored fluid resembling a possible infection so they decided to fully explant the system instead, including the catheter. The event was resolved.